Manufacturer narrative:
Device manufacture date added. Device evaluation: the customer returned nebulizer heater, part#2m8021- serial #(B)(4), to carefusion product engineering for evaluation. The heater was plugged in and a temperature probe was held to the aluminum core. The unit was cycling at approximately 105 celsius, as expected. The thermostat in this device is rated to maintain an internal core temperature of approximately 107 celsius during use. This device contains a thermal fuse to protect against "runaway" heating. This thermal fuse is activated if the device reaches 152 celsius. Per underwriter laboratories (ul) safety testing, the outside of the heater cannot be 85 celsius or higher. However 85 celsius is still "hot to the touch" as described by the customer. The instructions for use provide guidance stating to, "unplug the heater from ac outlet and allow it to cool before handling or cleaning." The heater is not intended to be handled while it is plugged in and fully heated. The customer's reported complaint could not be confirmed. This heater was found to be functioning as expected upon return evaluation.

Event description:
A customer contacted their carefusion sales representative and informed their nebulizer heater was overheating.  There were no reports of sparks/flame/smoke. The customer stated they discovered the problem because the corresponding nebulizer tubing/plastic was hot to the touch, and this does not usually occur.  They discontinued use of the heater when this was observed. There was no patient or staff injury as a result of the overheating reported.

Manufacturer narrative:
(B)(4). Customer advocacy was notified of this report by the sales representative on (B)(4)2012, however the carefusion aware date is (B)(4) 2011. Upon completion of carefusion's investigation, a follow-up report will be submitted.